Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing high capture threshold. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.